Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles anomaly on the reservoir. The customer's blood glucose reading was 355 mg/dl. The customer treated with the pump. The customer stated that the approximate sizes of the air bubbles are 3 grains of rice size. The customer stated that the pump was not rewound with reservoir in place. The customer stated that the fixed prime amount was reprogrammed to 10 units. The reservoir was not returned for analysis.